Event description:
It was reported that the customer passed away as a result of diabetic ketoacidosis and hyperglycemia. It was reported that the customer was wearing the insulin pump at the time of death. The current location of the insulin pump was not known, so it could not be returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.